Manufacturer narrative:
S.w version 4.11d. Retainer ring = clear. Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and was hospitalized for high bgs found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was no no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was recorded in the formatted history file on: 01/26/2022 05:30:00.000, 01/26/2022 05:33:00.000, 01/26/2022 05:33:00.000, 02/03/2022 21:14:00.000 and 02/03/2022 21:16:00.000 during basal/bolus delivery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. No delivery alarm/insulin flow blocked alarm was not confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized for low and high blood glucose. Blood glucose reading was 30 mmol/l. The customer had vomiting and dizziness. Customer treated with insulin pump for hypoglycemia. Troubleshooting was successfully performed; however, the customer will discontinue use of device. This case is reportable on the basis of failure analysis.